Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported that the device had a malfunction that was not specified. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 22jul2020, b4: 23jul2020. The field service engineer replaced the motor controller (mc) printed circuit board assembly (pcba), power switch overlay, power management (pm) pcba, touchscreen and top cover. The field service engineer was contacted and stated that they are still waiting on more parts. No alleged malfunction has been confirmed on this device yet. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01jun2020. B4: 02jun2020. The field service engineer requested an order for a front bezel, but no alleged malfunction or repair on the device has been confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20oct2020 b4: (B)(6) 2020 it was reported to philips that the device had touchscreens problems, air/o2 is defective/leaks and the top cover/enclosure was broken. The device was in clinical use at the time of the event; however there was no report of patient or user harm. Philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issues. The fse replaced the motor controller (mc) printed circuit board assembly (pcba), power switch overlay, power management (pm) pcba, touchscreen and top cover to resolve the reported issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.